Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the activate buttons was tougher to press but all buttons was a little tough to press . The customer blood glucose was unknown. The customer states that the insulin pump was slower when rewinding and was making a noise. The customer states that the they were going through batteries quicker. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.